Event description:
A distributor in ireland reported an issue where a pump screen was non-functional, remaining dark and unresponsive. There was no adverse impact to the customer's blood glucose level as it remained within a safe range. In response, the technical support team decided to replace the malfunctioning pump.